Event description:
Voluntary medwatch form received notes that a patient's right ventricular (rv) lead exhibited t-wave oversensing. Programming changes were performed but did not resolve the issue; a lead revision was discussed. The patient condition was not known.